Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator was explanted and the leads were capped on (B)(6) 2018. The system was re-implanted on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: the date returned to manufacturer should have been 2018 rather than 9/10/2018.